Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. Patient received the eol message. As such, surgical intervention may take place at a later date to address the issue.